Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that the patient had localized osteolysis at the level of the nail junction which is clearly atypical and potentially implant-related. Additionally, there was breakage of the distal locking bolts. Residual medial cortical defect was also noted in the anteroposterior radiograph and a corresponding pathological signal enhancement in magnetic resonance imaging at last follow up. It was noted that there was also macroscopic corrosion of explanted tibial precice stryde nail.